Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 6.1 mmol/l. Troubleshooting was initiated and it was confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The battery cap was not missing or damaged either. However, the customer did not have a new aaa alkaline battery to test with the insulin pump. No products were returned and a replacement battery cap was sent in order to rule that out as a potential cause for the blank display.